Event description:
It was reported that prior to a brachytherapy procedure during batch assay, the seed activity doesn't meet the standard mentioned in the calibration sheet. There was no patient contact.

Manufacturer narrative:
H10: as this malfunction is considered one event; only one MDR report will be submitted for the reported quantity affected of 58 for this event. H10: manufacturing review: a device history record review was performed for the affected lot number of the cartridge raw material and seeds. These lot met all release criteria. No issues were noted. Investigation summary: all 58 seeds were returned to the manufacturer for evaluation. The seeds were 100% assayed on 05/06/2022. The seed activity on almost all of them was 0.22 mci (range 0.210 - 0.230 mci) and should have been 0.24 mci (range of 0.230-0.250mci). The assay confirmed the complaint that the seeds were with lower activity of what the customer requested. Therefore, the investigation is confirmed for the reported issue and the root cause is a manufacturing related. Labeling review: instruction for use included with this order was reviewed and found to be adequate. There is a statement under "administration and dosage" that states "I-125 has a 59.6 day half life. Decay corrections must be made to properly calculate the activity of the brachysource seed implants from the labeled reference date to the day they are implanted" h10: d4 (expiry date: 09/2022), g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As this malfunction is considered one event; only one MDR report will be submitted for the reported quantity affected of 58 for this event. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiration date: 09/2022.

Event description:
It was reported that prior to a brachytherapy procedure during batch assay, the seed activity doesn't meet the standard mentioned in the calibration sheet. There was no patient contact.

Manufacturer narrative:
H10: as this malfunction is considered one event; only one MDR report will be submitted for the reported quantity affected of 58 for this event. H10: manufacturing review: a device history record review was performed for the affected lot number of the cartridge raw material and seeds. These lot met all release criteria. No issues were noted. Investigation summary: all 58 seeds were returned to the manufacturer for evaluation. The seeds were 100% assayed on (B)(6) 2022. The seed activity on almost all of them was 0.22 mci (range 0.210 - 0.230 mci) and should have been 0.24 mci (range of 0.230-0.250mci). The assay confirmed the complaint that the seeds were with lower activity of what the customer requested. Therefore, the investigation is confirmed for the reported issue and the root cause is a manufacturing related. Labeling review: instruction for use included with this order was reviewed and found to be adequate. There is a statement under "administration and dosage" that states "I-125 has a 59.6 day half life. Decay corrections must be made to properly calculate the activity of the brachysource seed implants from the labeled reference date to the day they are implanted". H10: d4 (expiry date: 09/2022), g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a brachytherapy procedure during batch assay, the seed activity doesn't meet the standard mentioned in the calibration sheet. There was no patient contact.